Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent a gastric lesion of the stomach procedure in which the duette multi-band mucosectomy device, g35129, was used. Lesion in the stomach was approximately 5-6mm. Upon removing lesion a perforation occurred. Seven hemoclips were used to repair the perforation. Post procedure patient was doing well reportedly.